Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one patient tested in a sample cup on the cobas 6000 c (501) module. The repeat testing was performed in the primary sample tube. The initial calcium result was 1.30 mmol/l with a data flag and 1.29 mmol/l with a data flag. The repeat result was 2.10 mmol/l. The initial glucose result was 7.7 mmol/l and the repeat result was 15.8 mmol/l. The initial albumin result was 9.6 and the repeat result was 26. No unit of measure was provided. The initial phosphorus result was 0.40 mmol/l and the repeat result was 0.68 mmol/l. The initial magnesium result was 0.51 mmol/l and the repeat result was 0.88 mmol/l. The initial results were reported outside of the laboratory to the doctor. There was no allegation of an adverse event. The albumin reagent lot number was 654401. The calcium reagent lot number was 344981. The glucose reagent lot number was 342969. The magnesium reagent lot number was 376800. The phosphorus reagent lot number was 626881. The expiration dates were requested but were not provided. The customer found sample cleaner 1 bottle was not in the correct position. The field service representative found the back side of sample probe rinse station was covered with serum indicating issues with sampling. He checked the probes alignment, probe wash bottle placement, and the rinse. As no further issue occurred after the service visit, the investigation determined the issue was resolved by the service actions.